Event description:
During an rf ablation procedure, after the pump and the machine were turned on, the mode was switched from manual to impedance but the generator displayed an error message. Smoke was observed from one of the connections at the back of the generator. The surgeon noted that the procedure took longer to complete than the usual 3 hours. The procedure lasted 8 hours as the ablation was done at extremely low energy of 90 watts. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.